Event description:
It was reported that the tip of a guidewire broke in the femur during drilling and broken piece was removed. It was stated that the drill was used to make a tunnel in the tibia then the femur. The drill did not go in the desired site so it was removed from the patient and it was noted that the tip was found broken off. Malfunction report form states that an additional incision of 4 to 5 cm was made to remove the broken piece from the femur. The surgeon experienced a 90-minute delay as a result. A competitor's device was used as a back-up to complete the surgery.

Manufacturer narrative:
Device was received with the distal tip broken free just beyond where the drill tip turning begins. Drill is scored throughout its' length from overdrilling. Tip has gouges in the material from impact with another object. Very distal tip has material rolled over and is dented and scratched. Conclusion is improper use.